Event description:
Our rep reports that during a knee repair, the surgeon observed metal filings emanating from the distal end of a 7mm femoral rod and falling into the bone tunnel. All of the debris was removed and the procedure was completed successfully without further issue or harm to the patient. Complaint devices discarded by user facility.

Manufacturer narrative:
Mitek is awaiting receipt of the complaint device towards conducting a root cause analysis. When the evaluation is complete, the findings will be the subject of the follow-up report.